Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to its position. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.